Event description:
Per information provided: on (B)(6) 2014 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿the hernia sac was identified and excised. A bard flat mesh (device 1) was placed and tacked the mesh to the anterior fascia.¿ on (B)(6) 2015 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with removal of bard flat mesh (device 1) and an implant of ventralight st using echo ps (device 2). Per operative notes, ¿the previous bard flat mesh (device 1) was found to be balled up, and it was excised completely. The defect was closed using sutures. Umbilicus was tacked down to the fascia. A ventralight st using echo ps (device 2) was placed and tacked circumferentially.¿ on (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted laparoscopic repair. Per operative notes, ¿adhesions were taken down. The previous old mesh (device 2) which was left in place in the preperitoneal space. A synthetic mesh was placed into the abdominal cavity and sutured.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. This MDR represents the ventralight st using echo ps (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.